Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that "xia 3 biased angle screw - tulip head splayed after final tight, (B)(4). Close extended connector was in attached to rod".